Event description:
It was reported that the patient underwent an atrioventricular nodal reentrant tachycardia ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax with internal parts exposed. During the procedure, a few seconds after coming on ablation with the qdot micro¿ catheter, the ngen¿ generator displayed a "temperature slope too high" error message and the ngen¿ generator cut off ablation. The medical team could not confirm the error code, but did confirm that the irrigation line for the qdot micro¿ catheter was connected properly. The catheter was removed from the patient's body, flushed, and found to be irrigating normally. The cable was replaced but the issue persisted. After that, the entire qdot was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. Johnson & johnson medtech conducted a visual inspection, temperature, impedance, and patency flow test of the returned device. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. Temperature, impedance, and patency testing were performed per johnson & johnson medtech procedures. The device was working correctly and within specifications. No temperature or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31559677l number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the high temperature issue reported by the customer therefore, the customer complaint was confirmed. The catheter instructions for use contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications, this product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).